Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised trying different troubleshooting steps, but when these failed, a replacement pump was arranged.